Event description:
On (B)(6) 2013, the patient reported the following: vns not working, chest pain, shoulder pain, migraine headaches, difficulty sleeping, memory loss, and that his vns is sticking out due to a weight loss of 300 lbs. Follow up with the physician found that it was unknown if there was a relationship between these events to vns and it is unknown why the patient believes the vns is not working. The nurse stated that the patient has other medical problems and has multiple complaints. Additionally, they do not know why the patient had the weight loss and if it was intentional or unplanned. No other information was known.

Manufacturer narrative:
.